Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose in the morning of (B)(6) 2017. Blood glucose level at the time of the incident was 456 mg/dl. Blood glucose level at the time of the call was 215 mg/dl. Customer treated with bolus through the insulin pump. During troubleshooting customer mentioned inaccurate time settings, assisted with programming date and time. Customer declined performing high pressure test. The customer also experienced on the same day a low blood glucose of 20 mg/dl. It was unknown how the customer treated. The insulin pump was not returned for analysis.